Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 52 mg/dl and carbohydrates were consumed to elevate the bg to 154 mg/dl. The customer had delivered a correction bolus via the pump earlier for a bg of 202 mg/dl and after discussing the low bg with a healthcare provider, it was thought that the pump settings needed to be adjusted. The cause of the 202 mg/dl bg level was not known. Tandem technical support assisted the customer with finding where the pump settings were located in the pump.